Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 17.6 mmol/l. The customer stated that the pump was not rewound with a reservoir in place. After troubleshoot, air bubbles persisted after set change. The product was not returned for analysis.